Manufacturer narrative:
The subject device is being shipped to olympus service business center for evaluation and repair. To date, the subject device has not yet been received for evaluation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "generator" does not turn on. The issue was found at preparation for use for a therapeutic lithotripsy procedure. No delay in procedure was reported. The device was replaced and the intended procedure was completed using a similar device. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power output was very low using either the hand or foot switches and was caused by a faulty within the transducer receptacle. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "connect the transducer to the generator by pressing the plug straight in. Connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution: do not twist or turn the plug. Proper care and maintenance are critical for safe and effective operation of the shockpulse-se system. We recommend careful inspection of all equipment upon receipt and prior to each use as a safeguard against possible injury to patient or operator." Olympus will continue to monitor field performance for this device.